Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the universal surgical manipulator (usm) to resolve the reported issue. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed/replicated the reported complaint. The unit was tested on the in-house system and, it failed normal mode with error 319. When the unit was tested on the test platform, it failed the fiber test on the clockspring. Remote fe recorded an error 319/31226/307/25730. When the unit was inspected, the field replaceable units connector pogo-pin (fcp) printed circuit assembly (pca) had a missing pin. When the fcp pca was replaced with the gold unit, the usm still failed the fiber test. When a gold clockspring was installed, the usm passed fiber test. Performed a-b-a on clockspring and confirmed the clockspring fiber was defective.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer encountered repeated recoverable errors on universal surgical manipulator (usm) 2. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and noted errors reported by the usm 2 axis 3 carriage motor. The tse recommended disabling usm 2. The site continued to complete the procedure as planned with no reported patient injury.